Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient did not experience any clear symptoms according to the parent, and the cgm was reading 400 mg/dl and the blood glucose reading was 47 mg/dl. The patient was treated by the parent firstly with 80 grams of glucose orally, and the with an injection of glucagon 0.3mg. 2 hours after the treatment the blood glucose reading was 180 mg/dl, and the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.